Event description:
The patient reported that she has had infection at the needle injection site multiple times. Number of sites and dates unknown. There was blood and pus and redness of skin. Patient did not notify the health care provider and antibiotics were not taken orally. The patient cleaned the insertion sites with peroxide and removed the pus and applied antibiotic ointment.